Manufacturer narrative:
Product event summary: analysis found that the radiofrequency (rf) head had intermittently noisy telemetry and damage to the cable's insulation. When the rf head was connected to a programmer and the cable was moved, the sensitivity settings on the programmer decreased by 0.8 millivolts (mv). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Corrected information: sex, and date of birth. If information is provided in the future, a supplemental report will be issued.